Event description:
Boston scientific received information that this patient reported hearing his device beeping. The field representative interrogated the device and received a magnet in place warning. The field representative believes the patient had some sort of magnet in their pocket associated with a strap or the holder for their eye glasses because when the glasses were removed the message stopped. A disk analysis was reviewed by an engineer and it was concluded that there was no indication of abnormal behavior with the exception of when the magnet was near. There were no indications of device behavior that would cause the device to beep. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.